Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos). R-wave sensing had decreased, and far-field r-wave sensing was seen. The atrial sensitivity was reprogrammed in an attempt to program around twos. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.